Manufacturer narrative:
During power up and during testing, an unexpected "replace battery now" message would pop up even after inserting brand new batteries into the unit. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. The error message has something to do with the electronics. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the recurring "replace battery now" message. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received replaced battery now alarm. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now within 8 hours a low battery warning. Customer also stated that insulin pump had battery failed because of the cap thing was not fully connected. No harm requiring medical intervention was reported. The device will be returned for analysis.